Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed elevated capture threshold and drop in pacing impedance to less than half the baseline impedance. Programming changes were performed to resolve the issue. The patient was stable following the procedure.